Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and as a result the customer experienced tremors, blurred vision, and a loss of consciousness. However, the customer reported that they were able to self-treat with juice, chocolate, and sugar after regaining consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre sensor and complaint. The review did not identify any trends that would indicate any product related issues related to this complaint. Attempted to replicate the complaint using a known good libre 2 sensor, the ios/fsll and android/fsll was able to successfully receive high/low glucose alarms. No issues were identified with librelink application. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and as a result the customer experienced tremors, blurred vision, and a loss of consciousness. However, the customer reported that they were able to self-treat with juice, chocolate, and sugar after regaining consciousness. There was no report of death or permanent injury associated with this event.